Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was received with one cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming at the first firing. A second device was pulled to complete the procedure with no patient consequence. There is no further information, rep was not in the procedure.